Event description:
Spva-300 was implanted on (B)(6) 2012, because the pressure limit of the former valve spva did not meet the pt need. The pressure setting was 300. On (B)(6), the pt condition became worse and hydrocephalus was observed under x-ray. The doctor noticed that the flow did not go into the abdominal catheter. After flushing it several times and changing the pressure setting to 100, he finally gained a small flow, but he decided to change the valve on (B)(6). Please examine the sample and let us know the cause of this event.

Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(4) 2012. Results of analysis will be developed in a follow-up report.